Manufacturer narrative:
On (B)(4) 2017, a technical support specialist (tss) spoke with the customer. The customer indicated that according to their maintenance records, an analyzer decontamination procedure had not been performed in the last three months. Tss suggested performing a decontamination to the reagent lines and repeating the patient samples after obtaining valid qc values. On 24-jan-2017 during a follow up call, the customer indicated that after performing the decontamination, all qc were within concentration ranges. Proficiency testing samples could not be repeated because they expired. Since the instrument was shown to be performing as intended, no further additional activities were required by field service. The most probable cause of the reported event was a possible analyzer contamination. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported that for a proficiency test results for 1 out of 3 pth assay results and 2 out of 5 free t3 assay results were above specifications as obtained with their aia-2000 analyzer. The customer also reported elevated quality control (qc) results. The customer reported discrepant results. A technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant results.